Manufacturer narrative:
Common name: dtl adaptor, stopcock, manifold, fitting, cardiopulmonary bypass. Product code: dtl. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the procedure started, a leakage was found at the high pressure braided connector of the tube which was attached to the injector. The patient did not experience any adverse effects due to this occurrence.